Manufacturer narrative:
The axium prime coil will not be returned for evaluation as the implant coil remains in the patient and the pushwire was discarded by the customer; therefore, no definitive conclusion can be drawn regarding the clinical observation. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿

Event description:
Medtronic received information that during coiling treatment of brain tumor, this coil would not able to detach with manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use). The physician decided to remove the axium coil from the patient, and started retrieving. The coil got prematurely detached when the coil was retrieved inside the microcatheter about 3 cm. The physician used guidewire to push the detached coil into the aneurysm. No patient injury was reported.